Event description:
The below report was received by health authority ansm (reference number:(B)(4)) on 19-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 43 year-old female patient who had essure inserted (lot no. 796913) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced back pain (seriousness criterion medically important), headache ("headaches"), dizziness ("dizziness"), electric shock sensation ("electricity in the lower abdomen"), vision blurred ("blurred vision"), ear pain ("ear pain"), rhinalgia ("nose pain"), oropharyngeal pain ("throat pain"), sciatica ("cruralgia"), fatigue ("fatigue"), depressed mood ("low morale"), loss of libido ("loss of libido") and memory impairment ("memory disturbance"). At the time of the report, the outcomes for back pain, headache, dizziness, vision blurred, rhinalgia, oropharyngeal pain, sciatica, fatigue, depressed mood, loss of libido and memory impairment were unknown. No causality assessment was received for essure with regard to headache, dizziness, electric shock sensation, vision blurred, back pain, ear pain, rhinalgia, oropharyngeal pain, sciatica, fatigue, depressed mood, loss of libido or memory impairment. The reporter commented: patient¿s current status: it's been poisoning my life and especially my health for several years, not to mention that it's. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-jun-2024. The most recent information was received on 29-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 43 year-old female patient who had essure inserted (lot no. 796913) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced back pain (seriousness criterion medically important), headache ("headaches"), dizziness ("dizziness"), electric shock sensation ("electricity in the lower abdomen"), vision blurred ("blurred vision"), ear pain ("ear pain"), rhinalgia ("nose pain"), oropharyngeal pain ("throat pain"), sciatica ("cruralgia"), fatigue ("fatigue"), depressed mood ("low morale"), loss of libido ("loss of libido") and memory impairment ("memory disturbance"). At the time of the report, the outcomes for back pain, headache, dizziness, vision blurred, rhinalgia, oropharyngeal pain, sciatica, fatigue, depressed mood, loss of libido and memory impairment were unknown. No causality assessment was received for essure with regard to headache, dizziness, electric shock sensation, vision blurred, back pain, ear pain, rhinalgia, oropharyngeal pain, sciatica, fatigue, depressed mood, loss of libido or memory impairment. The reporter commented: patient¿s current status: it's been poisoning my life and especially my health for several years, not to mention that it's. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Lot number: 796913 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jun-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.